Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left coronary artery with mild calcification and mild tortuosity. The 3.5x19 mm graftmaster covered stent failed to cross the lesion. A 2.8x19 mm graftmaster covered stent failed to cross and a 2.8x16 mm graftmaster covered stent was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to operational context, as it is likely the device interacted with the mildly calcified, mildly tortuous lesion during advancement, resulting in the reported failure to advance, observed material deformation (stretched and bent struts on distal stent), deformation due to compressive stress (outer member) and twisted/bent material (wrinkled inner/outer member and white nylon). The stent implant was stationary on the balloon but not between the markers and the distal end of the stent implant was over the distal balloon marker. There was a holes/tear at the noted kinked support/skive/wire/bayonet and outer member, exposing the proximal end of the support mandrel. Additional follow up with the account confirmed the account was unaware of the observed stent dislodgement and tear in the skive/outer member which likely occurred as a result of handling/packaging of the device for return to abbott vascular for analysis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.